Event description:
The initial clot was located in the left m2 middle cerebral artery (l-mca). Following intra-arterial administration of 10mg of integrel, two passes were made in attempts to retrieve the clot with the first retrieval device (the subject device). However, during the second pass embolization to new left internal carotid artery (l-ica) terminus territory occurred. A second retriever was used and the thrombus was removed. Two non-stryker stents were placed in the l-ica. Complete revascularization was achieved with a thrombolysis in cerebral infarction (tici) score of 3. The next day post procedure, the patient suffered a symptomatic l-mca intracranial hemorrhage. Medical management (not specified) was performed to treat the hemorrhage and the complication was resolved. The physician¿s opinion is that reported events related to the procedure and unrelated to devices.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Thrombosis and hemorrhage are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The device is not available to the manufacturer.